Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump was stuck in a prime loop and the drive support cap was protruding. The customer's blood glucose was 66 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.